Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 03/12/2020. A manufacturing record evaluation was performed for the finished device al9986 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a natural procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing the perineal skin. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.